Event description:
The pt has two leads implanted with the same lot number. It was reported the pt is not receiving effective stimulation. Lead diagnostics showed all contacts were invalid on one lead. X-rays have been ordered.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.